Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, a getinge field service engineer (fse) confirmed the parts are out of stock so the repair was not completed. The investigation shall be closed now, if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Phone number due to character restrictions: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance of the equipment the cs100 intra-aortic balloon pump (iabp) units valve group of the equipment leaked beyond the standard. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the equipment inspection valve group leaks seriously and needs to be replaced. Fse replaced the valve group and the equipment function returned to normal. All functional inspections were carried out on the equipment and all inspection results met the factory requirements and could be delivered to the customer for use.